Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 49-year-old male patient was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 placed at community hospital and was then transferred to tertiary center for continued care and monitoring. The patient exhibited signs of hemolysis during the support. The team treated by rbc (red blood cell) infusion. The pump support level was also adjusted. The patient remains on for support.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Pump was not returned for investigation. Data logs were reviewed and no motor current spikes, suction alarms or positioning issue symptoms were observed. Clinical mentions labs were hemolyzed and red urine was observed. P-level was dropped but the result of that is unknown. Therefore, the root cause of the hemolysis issue was not determined since product was not returned, limited clinical information was provided and data log review was inconclusive. Added- h6 component code 925 corrections to the initial MFR report: d4-model number, added d6a/d6b, f6/f8 should have been left blank.